Event description:
The affiliate reported that the device was implanted via v-p shunt. The setting pressure was 160mmh2o. After the implantation it was noted that the ventricles of the patient¿s brain became large. Although the pressure of the valve was changed to 120mmh2o, the patient¿s condition was not improved. The device was revised due to blockage of the valve.

Manufacturer narrative:
Upon completion of the investigation, it was noted that during a leak test, it was found that a leak was revealed at the point where the small metal disk with the arrow on it is. It is not clear how the leak occurred, as it could have happened during the implantation/ex-plantation of the device, but this could not be determined. In addition, an occlusion was found at the inlet of the ruby ball. However, when the device was irrigated again, the flow was normal. The valve passed all other tests. Biological debris was seen throughout the valve, which appears to be the root cause for the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valves, which have resulted in blockages within the devices. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.